Event description:
Healthcare professional reported "capsular contracture baker grade IV", "prosthesis with some folds", "fibronodula mastopaty" and "fibrosis in relation with the periprosthetic capsule" diagnosed with MRI result and pathology. This relates to the right side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV", "prosthesis with some folds", "fibronodula mastopaty" and "fibrosis in relation with the periprosthetic capsule" diagnosed with MRI result and pathology. This relates to the right side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, h6. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Crease folding of implant: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Crease/folding of implant: not observed, creases on the device. Additional observations: observed, deformation on the device. No further actions are required, since no manufacturing issue is observed.

Event description:
Healthcare professional reported, "capsular contracture,e baker grade IV". "Prosthesis with some folds", "fibronodular mastopathy". And "fibrosis in relation with the periprosthetic capsule". Diagnosed with MRI result and pathology. This relates to the right side. Device has been explanted and replaced with non-allergan.